Event description:
Customer reported erroneous test results for white blood cell (wbc) and platelets (plt) when using a coulter act series analyzer for a specific sample. Instrument generated flags were present with the plt test results. The test results were determined to be erroneous when compared for a manual blood smear with normal test results for wbc and plt. The pt sample was redrawn and rerun with similar erroneous results. Erroneous test results were not reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer. This event is for the first of two analyzers.

Manufacturer narrative:
On (B)(4) 2008, the field service engineer verified instrument performance to specs. Root cause is unk. Instrument generated flag was present with plt result to alert operator. This reportable event was identified during a retrospective review conducted between jan 1, 2008 to october 23, 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00718.